Manufacturer narrative:
As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, thus making the filter being irretrievable. Eight years and three months post implantation, the patient was scheduled to have bariatric surgery. During pre-surgical clearance, it was noted that the filter migrated so far that it did not show up on pre-surgical imaging studies. As a result, the patient was implanted with a second (non-cordis) filter. One year post implantation of the second filter, the patient underwent a successful removal of the non-cordis filter. Nine years and one month post implantation, the patient underwent a retrieval attempt of the trapease filter, that had migrated caudally to the iliac bifurcation. During the retrieval procedure, the patient suffered a drop in blood pressure with pea (pulseless electrical activity) arrest. Resuscitation efforts were unsuccessful, and the patient was subsequently pronounced dead. The filter is unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, thus making the filter being irretrievable. Eight years and three months post implantation, the patient was scheduled to have bariatric surgery. The legal brief alleges that the filter migrated so far that it did not show up on pre-surgical imaging studies. As a result, the patient was implanted with a non-cordis filter. A year later, the patient underwent a successful removal of the non-cordis filter. Nine years and one month post implantation, the patient underwent a retrieval attempt of the trapease filter. The retrieval of the filter was complicated by the fact that it had migrated caudally down to the iliac bifurcation. During the retrieval procedure, the patient suffered a drop in his systolic blood pressure and proceeded to suffer a pea arrest. The patient was subsequently was pronounced dead.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, thus making the filter being irretrievable. The patient was implanted with a second, non-cordis filter which was successfully removed approximately nine months post implant. Nine years and one-month post implant, the patient underwent a retrieval attempt of the trapease filter, during which the patient died. The patient is reported to have had a history of morbid obesity, hypertension and smoking. The indication for the filter implant was right lower extremity deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal position. Prior to deployment, a cavogram was performed and it was noted that it was difficult to identify the level of the renal veins, so selective catheterization of the left renal vein was performed to identify it. The filter was then deployed in the infrarenal position in a standard fashion. The record does not mention if a post deployment cavogram was performed or provide measurements of the ivc. There were no documented complications. Approximately five years and eight months post implant, the patient presented with right knee/calf pain. Diagnostic testing revealed a baker¿s cyst in the right knee and no evidence of dvt. The pain was attributed to the knee cyst and the patient was discharged home. Approximately eight years and two months post filter placement, the patient was scheduled for bariatric surgery. As per the operative report, the patient had a history of dvt and was to undergo bariatric surgery, for which anticoagulation therapy was contraindicated. It was noted that the patient reported being under the impression that an inferior vena cava (ivc) filter had been previously implanted; however, x-ray performed in the holding area revealed that there was no filter in place. The medical records indicate that the patient¿s surgeon was unaware that the trapease filter had migrated and did not show up on any pre-surgical imaging studies. Therefore, a non-cordis ivc filter was placed prophylactically. The patient is reported to have tolerated the procedure well. Eleven days later, or eight years and two months post trapease filter implant, the patient underwent laparoscopic gastric sleeve surgery; was readmitted two days after surgery with nausea, vomiting and diarrhea, and was found to have an anastomotic leak. Approximately one-month post gastric sleeve surgery, the patient presented with dysphagia and vomiting. The patient was also noted to be anemic and to have a right thigh bedsore. The patient underwent an egd that revealed esophagitis without bleeding and bile-tinged fluid in the proximal gastric pouch. At approximately 2 months post gastric surgery the patient was evaluated for a syncopal episode that occurred at the physician¿s office. The patient was diagnosed with dehydration related to persistent nausea and vomiting status post gastric sleeve. The patient was further noted to have evidence of acute kidney injury, a urinary tract infection, hypokalemia and hypomagnesemia. The patient then was submitted to an esophagogastroduodenoscopy (egd) with dilatation twenty-seven days after presenting with dehydration. Approximately two months and twenty-five days later, the patient presented with vomiting with hematemesis. Another egd revealed no evidence of bleeding and the patient was discharged home. The patient underwent a laparoscopic cholecystectomy fifteen days later after presenting with symptomatic chronic cholecystitis and cholelithiasis. Approximately one-month and twenty-three days post cholecystectomy, the patient underwent successful percutaneous retrieval of the non-cordis filter. The patient is reported to have tolerated the procedure well. During the removal, a low displaced optease filter was appreciated at the iliac bifurcation. A decision was made to bring the patient back at a later time to remove the filter. Eight days post the non-cordis filter removal, the patient presented with severe electrolyte imbalance, lactic acidosis and prolonged qt interval associated with prolonged diarrhea, nausea and vomiting, status post gastric sleeve. The patient was discharged ten days later. Twenty days after discharge or approximately nine years and one month post implant of the trapease ivc filter, an attempt was made to retrieve the trapease filter previously implanted via the right internal jugular vein. This filter was implanted approximately eight years and eleven months before and was noted to have migrated caudally down to the iliac bifurcation. After the initial venogram, the patient became hypotensive and the procedure was halted. There was no evidence of bleeding or laceration. It was suspected that the patient had experienced a thromboembolic event and was treated with a dose of heparin. The patient then developed sudden bradycardia and became pulseless prompting advanced cardiopulmonary resuscitative efforts. The patient did not respond to these efforts and efforts to ascertain the etiology of the pulseless electrical activity were unsuccessful. Given the lack of a shockable rhythm, a decision was made to cease resuscitative efforts and the patient expired. A death certificate was provided listing the manner of death as natural. The reported cause of death was pulseless electrical activity with morbid obesity as the secondary cause of death. New information received indicated that approximately eight years and four months post trapease implant, the patient underwent an abdominal CT scan indicated for abscess and pain. There was no evidence of bowel obstruction or abdominal fluid collection. The medical history was notable for status post gastrectomy, nausea, vomiting and bowel obstruction. A month later, an upper gi was indicated for nausea and vomiting. The contrast was unable to leave the gastric sleeve. About fifteen days later, an x-ray of the abdomen was indicated for constipation and about twenty-eight days later another x-ray was indicated for pain medially, and reported no acute osseous abnormality. Approximately eight years and eight months post implant an abdominal ultrasound was indicated for abdominal pain. Results revealed liver steatosis and a patent inferior vena cava (ivc), cholelithiasis and gallstones in gallbladder. About two months after the ultrasound, the patient had a chest x-ray status post line placement. Images findings reported that the right internal jugular central venous catheter terminated near the level of the superior cavoatrial junction and that there was borderline pulmonary venous congestion. An abdominal ultrasound was then indicated for quadrant pain and diarrhea and reported hepatic steatosis and hepatosplenomegaly. The following day, an abdominal series noted a central venous catheter tip in the superior vena cava (svc). The inferior vena cava (ivc) filters were seen in place. Non obstructed bowel gas pattern and a curvilinear radio dense structure of unknown etiology over the right aspect of the l3 vertebral body. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. As the patient¿s condition rapidly deteriorated prior to any attempt to retrieve the filter, filter embedded and/or retrieval difficulty could not be confirmed. The trapease vena cava filter is intended for permanent placement. Without procedural films or images for review the reported event(s) could not be confirmed. Pulseless electrical activity (pea) is the result of a profound cardiovascular insult, such as severe prolonged hypoxia or acidosis or extreme hypovolemia or flow-restricting pulmonary embolus. Pea is associated with a high mortality rate. Without an actual autopsy the cause of the pea cannot be ascertained, although the record does mention a possible thromboembolic event. The procedural notes do not confirm or deny if thrombus was present in the filter, as such a relationship between the device and the event cannot be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, thus making the filter being irretrievable. Eight years and three months post implantation, the patient was scheduled to have bariatric surgery. The legal brief alleges that the filter migrated so far that it did not show up on pre-surgical imaging studies. As a result, the patient was implanted with a non-cordis filter. A year later, the patient underwent a successful removal of the non-cordis filter. Nine years and one month post implantation, the patient underwent a retrieval attempt of the trapease filter. The retrieval of the filter was complicated by the fact that it had migrated caudally down to the iliac bifurcation. During the retrieval procedure, the patient suffered a drop in his systolic blood pressure and proceeded to suffer a pulseless electrical activity (pea) arrest. The patient was subsequently was pronounced dead. The patient is reported to have had a history of morbid obesity, hypertension and smoking. Per the implant records, the patient presented with right leg pain and swelling and was diagnosed with a right lower extremity deep vein thrombosis (dvt). The next day, the patient was implanted with a trapease vena cava filter via the right femoral vein in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately five years and eight months after the filter was implanted, the patient presented with right knee/calf pain over the previous three days. At this time, the patient is reported to have had a history of gastroesophageal reflux disease (gerd), non-insulin diabetes mellitus, hypertension, previous dvt, lower extremity pain, a synovial cyst of the knee and underlying clotting diathesis. Diagnostic testing revealed a baker¿s cyst in the right knee and no evidence of dvt. The patient¿s pain was attributed to the knee cyst and the patient was discharged home. Approximately eight years and two months post filter placement, the patient was scheduled for bariatric surgery. As per the operative report, the patient had a history of dvt and was to undergo bariatric surgery, for which anticoagulation therapy needed to be stopped. It was noted that the patient reported being under the impression that an inferior vena cava (ivc) filter had been previously implanted; however, x-ray performed in the holding area revealed that there was no filter in place. The medical records indicate that the patient¿s surgeon was unaware that the trapease filter had migrated and did not show up on any pre-surgical imaging studies. Therefore, prior to the bariatric surgery, the patient was implanted with a non-cordis vena cava filter as prophylaxis. The patient is reported to have tolerated the procedure well. Eleven days later, the the patient underwent laparoscopic gastric sleeve surgery; was readmitted two days after surgery with nausea, vomiting and diarrhea, and was found to have an anastomotic leak. Approximately a month post gastric sleeve surgery, the patient presented with dysphagia, vomiting, morbid obesity, an ivc filter and previous smoking history. At this time, the patient was noted to have a history of ventral sleeve, gastrectomy and sleep apnea. The patient was also noted to be anemic and to have a right thigh bedsore. The patient underwent an esophagogastroduodenoscopy (egd) that revealed esophagitis without bleeding and bile-tinged fluid in the proximal gastric pouch. Twenty-one days later, the patient presented with syncope and dehydration. Medical records indicate that the patient had been eating beyond the prescribed bariatric clear diet (turkey sausage). This was noted to be possible related to the patient¿s symptoms. The possibility of seizure activity was also investigated with a computed tomography (CT) scan that revealed no evidence and no significant findings. The patient¿s dehydration was attributed to poor oral intake; while the hypotension was attributed to dehydration and exacerbated by antihypertensive medications. The patient was further noted to have evidence of acute kidney injury, a urinary track infection (uti), hypokalemia and hypomagnesemia. The patient then was submitted to an esophagogastroduodenoscopy (egd) with dilatation twenty-seven days after presenting with dehydration. The study noted patchy, moderately erythematous mucosa without active bleeding and bile within the duodenum. Approximately two months and twenty-five days after the egd, the patient presented with vomiting with hematemesis. Another egd revealed no evidence of bleeding and the patient was discharged home. The patient underwent a laparoscopic cholecystectomy fifteen days later after presenting with symptomatic chronic cholecystitis and cholelithiasis. The patient is reported to have tolerated the procedure well. Approximately one-month and twenty-three days after the laparoscopy surgery, the patient underwent successful percutaneous retrieval of the non-cordis filter which had been implanted approximately thirteen months prior. During this procedure, an ¿optease ¿retrievable vena cava filter was noted displaced at the iliac bifurcation. Multiple chest x-rays performed preoperatively did not demonstrate the location of that filter. A decision was made to take the patient back to surgery at a later time to remove this filter. The patient is reported to have tolerated the procedure well. Eight days post the non-cordis filter removal, the patient presented with severe electrolyte imbalance, lactic acidosis and prolonged qt interval. Twenty days after presenting these symptoms, an attempt was made to retrieve the trapease filter previously implanted via the right internal jugular vein. This filter was implanted approximately eight years and eleven months before and was noted to have migrated caudally down to the iliac bifurcation. After the initial venogram, the patient became hypotensive and the procedure was halted. There was no evidence of bleeding or laceration. It was suspected that the patient had experienced a thromboembolic event and was treated with a dose of heparin. The patient then developed sudden bradycardia and became pulseless prompting advanced cardiopulmonary resuscitative efforts. The patient did not respond to these efforts and efforts to ascertain the etiology of the pulseless electrical activity were unsuccessful. Given the lack of shockable rhythm, a decision was made to cease resuscitative efforts and the patient expired. A death certificate was provided listing the manner of death as natural. The reported cause of death was pulseless electrical activity with morbid obesity as the secondary cause of death. The patient's death was an outcome of the pulseless electrical activity. Approximately eight years and four months after the trapease filter was implanted, the patient underwent an abdominal CT scan indicated for abscess and pain. There was no evidence of bowel obstruction or abdominal fluid collection. The medical history was notable for status post gastrectomy, nausea, vomiting and bowel obstruction. A month after the CT scan, an upper gi was indicated for nausea and vomiting. The contrast was unable to leave the gastric sleeve. About fifteen days later, an x-ray of the abdomen was indicated for constipation and about twenty-eight days later another x-ray was indicated for pain medially, and reported no acute osseous abnormality. Approximately eight years and eight months post filter implantation, an abdominal ultrasound was indicated for abdominal pain. Results revealed liver steatosis and a patent inferior vena cava (ivc), cholelithiasis and gallstones in gallbladder. About two months after the ultrasound, the patient had a chest x-ray status post line placement. Images findings reported that the right internal jugular central venous catheter terminated near the level of the superior cavoatrial junction and that there was borderline pulmonary venous congestion. An abdominal ultrasound was then indicated for quadrant pain and diarrhea and reported hepatic steatosis and hepatosplenomegaly. The following day, an abdominal series noted a central venous catheter tip in the superior vena cava (svc). The inferior vena cava (ivc) filters were seen in place. Non obstructed bowel gas pattern and a curvilinear radio dense structure of unknown etiology over the right aspect of the l3 vertebral body. Two days later, a report noted fluoroscopic guidance provided to the operating room during removal of the non-cordis ivc filter. About twenty-eight days later, another report noted intraoperative fluoroscopy guidance provided during the attempted removal of the trapease ivc filter.

Event description:
According to the medical records provided for review, approximately five years and eight months post implant, the patient had an office visit for bilateral knee pain and hypertension and was seen about a month later for left knee pain. Approximately five years and five months after the filter was implanted an x-ray of bilateral knees was performed for complaints of pain. Imaging showed sever narrowing of the joint space in both knees with osteophyte formations.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, thus making the filter being irretrievable. The patient was implanted with a second, non-cordis filter which was successfully removed approximately nine months post implant. Nine years and one-month post implant, the patient underwent a retrieval attempt of the trapease filter, during which the patient died. The patient is reported to have had a history of morbid obesity, hypertension and smoking. The indication for the filter implant was right lower extremity deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal position. Prior to deployment, a cavogram was performed and it was noted that it was difficult to identify the level of the renal veins, so selective catheterization of the left renal vein was performed to identify it. The filter was then deployed in the infrarenal position in a standard fashion. The record does not mention if a post deployment cavogram was performed or provide measurements of the ivc. There were no documented complications. Approximately five years and eight months post implant, the patient presented with right knee/calf pain. Diagnostic testing revealed a baker¿s cyst in the right knee and no evidence of dvt. The pain was attributed to the knee cyst and the patient was discharged home. Approximately eight years and two months post implant, the patient was scheduled for bariatric surgery. As per the operative report, the patient had a history of dvt and was to undergo bariatric surgery, for which anticoagulation therapy was contraindicated. It was noted that the patient reported being under the impression that an inferior vena cava (ivc) filter had been previously implanted; however, x-ray performed in the holding area revealed that there was no filter in place. The medical records indicate that the patient¿s surgeon was unaware that the trapease filter had migrated and did not show up on any pre-surgical imaging studies. Therefore, a non-cordis ivc filter was placed prophylactically. The patient is reported to have tolerated the procedure well. Eleven days later, or eight years and two months post trapease filter implant, the patient underwent laparoscopic gastric sleeve surgery; was readmitted two days after surgery with nausea, vomiting and diarrhea, and was found to have an anastomotic leak. Approximately one-month post gastric sleeve surgery, the patient presented with dysphagia and vomiting. The patient was also noted to be anemic and to have a right thigh bedsore. The patient underwent an egd that revealed esophagitis without bleeding and bile-tinged fluid in the proximal gastric pouch. At approximately 2 months post gastric surgery the patient was evaluated for a syncopal episode that occurred at the physician¿s office. The patient was diagnosed with dehydration related to persistent nausea and vomiting status post gastric sleeve. The patient was further noted to have evidence of acute kidney injury, a urinary tract infection, hypokalemia and hypomagnesemia. The patient then was submitted to an esophagogastroduodenoscopy (egd) with dilatation twenty-seven days after presenting with dehydration. Approximately two months and twenty-five days later, the patient presented with vomiting with hematemesis. Another egd revealed no evidence of bleeding and the patient was discharged home. The patient underwent a laparoscopic cholecystectomy fifteen days later after presenting with symptomatic chronic cholecystitis and cholelithiasis. Approximately one-month and twenty-three days post cholecystectomy, the patient underwent successful percutaneous retrieval of the non-cordis filter. The patient is reported to have tolerated the procedure well. During the removal, a low displaced optease filter was appreciated at the iliac bifurcation. A decision was made to bring the patient back at a later time to remove the filter. Eight days post the non-cordis filter removal, the patient presented with severe electrolyte imbalance, lactic acidosis and prolonged qt interval associated with prolonged diarrhea, nausea and vomiting, status post gastric sleeve. The patient was discharged ten days later. Twenty days after discharge or approximately nine years and one month post implant of the trapease ivc filter, an attempt was made to retrieve the trapease filter. The filter was implanted approximately eight years and eleven months before and was noted to have migrated caudally down to the iliac bifurcation. After the initial venogram, the patient became hypotensive, and the procedure was halted. There was no evidence of bleeding or laceration. It was suspected that the patient had experienced a thromboembolic event and was treated with a dose of heparin. The patient then developed sudden bradycardia and became pulseless prompting advanced cardiopulmonary resuscitative efforts. The patient did not respond to these efforts and efforts to ascertain the etiology of the pulseless electrical activity were unsuccessful. Given the lack of a shockable rhythm, a decision was made to cease resuscitative efforts and the patient expired. A death certificate was provided listing the manner of death as natural. The reported cause of death was pulseless electrical activity with morbid obesity as the secondary cause of death. New information received indicated that approximately eight years and four months post trapease implant, the patient underwent an abdominal CT scan indicated for abscess and pain. There was no evidence of bowel obstruction or abdominal fluid collection. The medical history was notable for status post gastrectomy, nausea, vomiting and bowel obstruction. A month later, an upper gi was indicated for nausea and vomiting. The contrast was unable to leave the gastric sleeve. About fifteen days later, an x-ray of the abdomen was indicated for constipation and about twenty-eight days later another x-ray was indicated for pain medially and reported no acute osseous abnormality. Approximately eight years and eight months post implant an abdominal ultrasound was indicated for abdominal pain. Results revealed liver steatosis and a patent inferior vena cava (ivc), cholelithiasis and gallstones in gallbladder. About two months after the ultrasound, the patient had a chest x-ray status post line placement. Image findings reported that the right internal jugular central venous catheter terminated near the level of the superior cavoatrial junction and that there was borderline pulmonary venous congestion. An abdominal ultrasound was then indicated for quadrant pain and diarrhea and reported hepatic steatosis and hepatosplenomegaly. The following day, an abdominal series noted a central venous catheter tip in the superior vena cava (svc). The inferior vena cava (ivc) filters were seen in place. Non obstructed bowel gas pattern and a curvilinear radio dense structure of unknown etiology over the right aspect of the l3 vertebral body. New information received indicated that approximately five years and eight months post implant, the patient had an office visit for bilateral knee pain and hypertension and was seen about a month later for left knee pain. Approximately five years and five months after the filter was implanted an x-ray of bilateral knees was performed for complaints of pain. Imaging showed sever narrowing of the joint space in both knees with osteophyte formations. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. As the patient¿s condition rapidly deteriorated prior to any attempt to retrieve the filter, filter embedded and/or retrieval difficulty could not be confirmed. The trapease vena cava filter is intended for permanent placement. Without procedural films or images for review the reported event(s) could not be confirmed. Pulseless electrical activity (pea) is the result of a profound cardiovascular insult, such as severe prolonged hypoxia or acidosis or extreme hypovolemia or flow-restricting pulmonary embolus. Pea is associated with a high mortality rate. Without an actual autopsy the cause of the pea cannot be ascertained, although the record does mention a possible thromboembolic event. The procedural notes do not confirm or deny if thrombus was present in the filter, as such a relationship between the device and the event cannot be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following sections were updated with additional information: section b3 (event date). Section b5 (event description). Section b7 (other relevant history). Section d4 (brand name, catalog, UDI number).

Event description:
Per the medical records, prior to the index procedure the patient was evaluated for severe right leg pain, swelling, superficial phlebitis, saphenous vein thrombophlebitis along the lower leg, and thrombosed and occluded perforator of the right leg with inflammatory changes. Morbid obesity was noted. The patient was advised to lose weight or to consider gastric stapling or an alternate procedure. The patient started having medial calf pain along with leg swelling. On examination, the patient was noted to have superficial thrombophlebitis of the greater saphenous and some perforators in the lower calf. Additionally, the patient had a palpable tender mass over the saphenous vein, significant venous varicosities, and venous valvular reflux primarily secondary to morbid obesity. The patient was then referred for vascular evaluation. Per the operative report the ivc filter was deployed infrarenal under fluoroscopy guidance. Ten days after the filter was implanted, the patient was seen in consultation status post cordis ivc filter placement due to superficial thrombophlebitis. The patient was noted to be obese, at high risk for dvt with intravenous reflux already in both saphenofemoral junctions and the saphenous vein. The patient was advised to consider endovenous laser therapy. Twenty-five days after the consultation, the patient underwent laser treatment of the right leg, and was seen again about four months status post endovenous laser of the right leg. Marked improvement of the area as well as improving dvt was noted. The patient expressed interested in having the left leg looked at. Coumadin therapy had been stopped for about three months at that point.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused migration, thus making the filter being irretrievable. The patient was implanted with a second, non-cordis filter which was successfully removed approximately nine months post implant. Nine years and one-month post implant, the patient underwent a retrieval attempt of the trapease filter, during which the patient died. The patient is reported to have had a history of morbid obesity, hypertension and smoking. The indication for the filter implant was right lower extremity deep vein thrombosis (dvt). The filter was implanted via the right common femoral vein and deployed in the infrarenal position. Prior to deployment, a cavogram was performed and it was noted that it was difficult to identify the level of the renal veins, so selective catheterization of the left renal vein was performed to identify it. The filter was then deployed in the infrarenal position in a standard fashion. The record does not mention if a post deployment cavogram was performed or provide measurements of the ivc. There were no documented complications. Approximately five years and eight months post implant, the patient presented with right knee/calf pain. Diagnostic testing revealed a baker¿s cyst in the right knee and no evidence of dvt. The pain was attributed to the knee cyst and the patient was discharged home. Approximately eight years and two months post filter placement, the patient was scheduled for bariatric surgery. As per the operative report, the patient had a history of dvt and was to undergo bariatric surgery, for which anticoagulation therapy was contraindicated. It was noted that the patient reported being under the impression that an inferior vena cava (ivc) filter had been previously implanted; however, x-ray performed in the holding area revealed that there was no filter in place. The medical records indicate that the patient¿s surgeon was unaware that the trapease filter had migrated and did not show up on any pre-surgical imaging studies. Therefore, a non-cordis ivc filter was placed prophylactically. The patient is reported to have tolerated the procedure well. Eleven days later, the patient underwent laparoscopic gastric sleeve surgery; was readmitted two days after surgery with nausea, vomiting and diarrhea, and was found to have an anastomotic leak. Approximately one-month post gastric sleeve surgery, the patient presented with dysphagia and vomiting. The patient was also noted to be anemic and to have a right thigh bedsore. The patient underwent an esophagogastroduodenoscopy egd that revealed esophagitis without bleeding and bile-tinged fluid in the proximal gastric pouch. At approximately two months post gastric surgery the patient was evaluated for a syncopal episode that occurred at the physician¿s office. The patient was diagnosed with dehydration related to persistent nausea and vomiting status post gastric sleeve. The patient was further noted to have evidence of acute kidney injury, a urinary tract infection, hypokalemia and hypomagnesemia. The patient then was submitted to an egd with dilatation twenty-seven days after presenting with dehydration. Approximately two months and twenty-five days later, the patient presented with vomiting with hematemesis. Another egd revealed no evidence of bleeding and the patient was discharged home. The patient underwent a laparoscopic cholecystectomy fifteen days later after presenting with symptomatic chronic cholecystitis and cholelithiasis. Approximately one-month and twenty-three days post cholecystectomy, the patient underwent successful percutaneous retrieval of the non-cordis filter. The patient is reported to have tolerated the procedure well. During the removal, a low displaced optease filter was appreciated at the iliac bifurcation. A decision was made to bring the patient back at a later time to remove the filter. Eight days post the non-cordis filter removal, the patient presented with severe electrolyte imbalance, lactic acidosis and prolonged qt interval associated with prolonged diarrhea, nausea and vomiting, status post gastric sleeve. The patient was discharged ten days later. Twenty days after discharge, an attempt was made to retrieve the trapease filter previously implanted via the right internal jugular vein. This filter was implanted approximately eight years and eleven months before and was noted to have migrated caudally down to the iliac bifurcation. After the initial venogram, the patient became hypotensive and the procedure was halted. There was no evidence of bleeding or laceration. It was suspected that the patient had experienced a thromboembolic event and was treated with a dose of heparin. The patient then developed sudden bradycardia and became pulseless prompting advanced cardiopulmonary resuscitative efforts. The patient did not respond to these efforts and efforts to ascertain the etiology of the pulseless electrical activity were unsuccessful. Given the lack of a shockable rhythm, a decision was made to cease resuscitative efforts and the patient expired. A death certificate was provided listing the manner of death as natural. The reported cause of death was pulseless electrical activity with morbid obesity as the secondary cause of death. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration includes mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. As the patient¿s condition rapidly deteriorated prior to any attempt to retrieve the filter, filter embedded and/or retrieval difficulty could not be confirmed. The trapease vena cava filter is intended for permanent placement. Without procedural films or images for review the reported event(s) could not be confirmed. Pulseless electrical activity (pea) is the result of a profound cardiovascular insult, such as severe prolonged hypoxia or acidosis or extreme hypovolemia or flow-restricting pulmonary embolus. Pea is associated with a high mortality rate. Without an actual autopsy the cause of the pea cannot be ascertained, although the record does mention a possible thromboembolic event. The procedural notes do not confirm or deny if thrombus was present in the filter, as such a relationship between the device and the event cannot be determined. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, migration, thus making the filter being irretrievable. Eight years and three months post implantation, the patient was scheduled to have bariatric surgery. The legal brief alleges that the filter migrated so far that it did not show up on pre-surgical imaging studies. As a result, the patient was implanted with a non-cordis filter. A year later, the patient underwent a successful removal of the non-cordis filter. Nine years and one month post implantation, the patient underwent a retrieval attempt of the trapease filter. The retrieval of the filter was complicated by the fact that it had migrated caudally down to the iliac bifurcation. During the retrieval procedure, the patient suffered a drop in his systolic blood pressure and proceeded to suffer a pulseless electrical activity (pea) arrest. The patient was subsequently was pronounced dead. The patient is reported to have had a history of morbid obesity, hypertension and smoking. Per the implant records, the patient presented with right leg pain and swelling and was diagnosed with a right lower extremity deep vein thrombosis (dvt). The next day, the patient was implanted with a trapease vena cava filter via the right femoral vein in an infrarenal position. The patient is reported to have tolerated the procedure well and without complications. Approximately five years and eight months after the filter was implanted, the patient presented with right knee/calf pain over the previous three days. At this time, the patient is reported to have had a history of gastroesophageal reflux disease (gerd), non-insulin diabetes mellitus, hypertension, previous dvt, lower extremity pain, a synovial cyst of the knee and underlying clotting diathesis. Diagnostic testing revealed a baker¿s cyst in the right knee and no evidence of dvt. The patient¿s pain was attributed to the knee cyst and the patient was discharged home. Approximately eight years and two months post filter placement, the patient was scheduled for bariatric surgery. As per the operative report, the patient had a history of dvt and was to undergo bariatric surgery, for which anticoagulation therapy needed to be stopped. It was noted that the patient reported being under the impression that an inferior vena cava (ivc) filter had been previously implanted; however, x-ray performed in the holding area revealed that there was no filter in place. The medical records indicate that the patient¿s surgeon was unaware that the trapease filter had migrated and did not show up on any pre-surgical imaging studies. Therefore, prior to the baratric surgery, the patient was implanted with a non-cordis vena cava filter as prophylaxis. The patient is reported to have tolerated the procedure well. Eleven days later, the the patient underwent laparoscopic gastric sleeve surgery; was readmitted two days after surgery with nausea, vomiting and diarrhea, and was found to have an anastomotic leak. Approximately a month post gastric sleeve surgery, the patient presented with dysphagia, vomiting, morbid obesity, an ivc filter and previous smoking history. At this time, the patient was noted to have a history of ventral sleeve, gastrectomy and sleep apnea. The patient was also noted to be anemic and to have a right thigh bedsore. The patient underwent an esophagogastroduodenoscopy (egd) that revealed esophagitis without bleeding and bile-tinged fluid in the proximal gastric pouch. Twenty-one days later, the patient presented with syncope and dehydration. Medical records indicate that the patient had been eating beyond the prescribed bariatric clear diet (turkey sausage). This was noted to be possible related to the patient¿s symptoms. The possibility of seizure activity was also investigated with a computed tomography (CT) scan that revealed no evidence and no significant findings. The patient¿s dehydration was attributed to poor oral intake; while the hypotension was attributed to dehydration and exacerbated by antihypertensive medications. The patient was further noted to have evidence of acute kidney injury, a urinalry track infection (uti), hypokalemia and hypomagnesemia. The patient then was submitted to an egd with dilatation twenty-seven days after presenting with dehydration. The study noted patchy, moderately erythematous mucosa without active bleeding and bile within the duodenum. Approximately two months and twenty-five days after the egd, the patient presented with vomiting with hematemesis. Another egd revealed no evidence of bleeding and the patient was discharged home. The patient underwent a laparoscopic cholecystectomy fifteen days later after presenting with symptomatic chronic cholecystitis and cholelithiasis. The patient is reported to have tolerated the procedure well. Approximately one-month and twenty-three days after the laparoscopy surgery, the patient underwent successful percutaneous retrieval of the non-cordis filter which had been implanted approximately thirteen months prior. During this procedure, an ¿optease¿retrievable vena cava filter was noted displaced at the iliac bifurcation. Multiple chest x-rays performed preoperatively did not demonstrate the location of that filter. A decision was made to take the patient back to surgery at a later time to remove this filter. The patient is reported to have tolerated the procedure well. Eight days post the non-cordis filter removal, the patient presented with severe electrolyte imbalance, lactic acidosis and prolonged qt interval. Twenty days after presenting these symptoms, an attempt was made to retrieve the trapease filter previously implanted via the right internal jugular vein. This filter was implanted approximately eight years and eleven months before and was noted to have migrated caudally down to the iliac bifurcation. After the initial venogram, the patient became hypotensive and the procedure was halted. There was no evidence of bleeding or laceration. It was suspected that the patient had experienced a thromboembolic event and was treated with a dose of heparin. The patient then developed sudden bradycardia and became pulseless prompting advanced cardiopulmonary resuscitative efforts. The patient did not respond to these efforts and efforts to ascertain the etiology of the pulseless electrical activity were unsuccessful. Given the lack of shockable rhythm, a decision was made to cease resuscitative efforts and the patient expired. A death certificate was provided listing the manner of death as natural. The reported cause of death was pulseless electrical activity with morbid obesity as the secondary cause of death. The patient's death was an outcome of the pulseless electrical activity.